Manufacturer narrative:
The customer¿s report of a medication infusing faster than expected was not confirmed. Physical inspection of the device showed multiple damaged areas including green deposits on the male iui connector, broken status indicator lens, hair line crack on the bezel shroud, door cover screw missing, impact dent on the rear case and yellow coloration with the membrane frame film. Review of the pump module event log shows the last programmed infusion was recorded at 12:01am on (B)(6) 2016. The pump was programmed with an infusion rate of 50ml/hr with a vtbi of 1000ml. Rate accuracy testing was performed and the device was within specification. The root cause of the medication infusing faster than expected was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of a unspecific medication infusing faster than expected.